Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: barbed suture was used for vaginal cuff closure in 166 procedures - 145 quill srs (angiotech pharmaceuticals, inc., (B)(4)) and 21 v-loc 180 (covidien, (B)(4)). Pga was utilized in 54 procedures - 32 interrupted, 18 running, 2 locked, and 2 unknown. Mean procedure time for barbed suture was 162 minutes, compared with (B)(4). Five cuff complications ((B)(4)) occurred with the use of barbed suture (4 quill srs and 1 v-loc 180) compared with one cuff complication ((B)(4)) with the use of pga. V-loc 180 complication is a cuff abscess. This difference was not significant. All four cuff complications in the quill srs group occurred in the first four months following its introduction. Further analysis revealed that all four of these complications occurred within the first ten cases in which barbed suture was utilized by the operating surgeon. The single cuff complication in the pga group occurred in one of the two procedures in which a running locked method was employed. No cuff complications occurred with either an interrupted or.